Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic tep bilateral hernia procedure, the seal had dislodged and enveloped the mesh while being inserted into the port. The surgeon dislodged the seal from the mesh and continue to place the mesh over the defect. Once the mesh placement was completed, the surgeon changed the scope to go down the 5mm port so that the surgeon could retrieve the seal from inside the patient through the balloon port. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the main valve seal was partially disengaged. The obturator and inflation syringe were not received. Functionally, the balloon was inflated using a test syringe, no leaks were detected. The lock collar moved up and down the cannula freely and securely locked in place. The flapper door opened and closed properly when actuated. The converter doors moved and locked in place properly. It was reported that the seal had dislodged and enveloped the mesh while being inserted into the port. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.